Event description:
It was reported that during a prostate procedure, after 174,945 joules, the encasing of the beam broke. Opened a second fiber. After 168,683 joules, the laser emitted a scatter beam. The procedure was completed using a third fiber. Patient outcome "ok" reported. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the outer flow tubing exhibits mild contamination at the open end, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure, which would limit the performance of the fiber. (B)(4).